Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 457 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with trouble shooting and was advised to changed the reservoir and infusion set. The customer was advised that there was additional information on our website. No further information was provided.